Event description:
The user facility reported that during impella support the aic battery would not charge. The aic was exchanged. There was no patient harm reported.

Manufacturer narrative:
The impella device was received for evaluation. Upon completion of the investigation, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of automated impella controller (aic) - battery charging/other issues has been completed. The console logs were partially consistent with what was reported in an email relating to this complaint and aic. Console was tested after arriving in field service. The reported battery issue could not be reproduced. However, further inspection of the aic revealed that the power cord that was connected to this console was not the original one we install in house console during manufacturing. The root cause of the reported battery issue was likely a defective foreign power cord. It is likely that this defective power cord caused intermittent charging of this console which resulted in battery level low alarms.